Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists device thrombosis and stroke as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed pump thrombus and elected not to have another pump exchange. While at home on hospice care, the patient suffered a stroke. The patient's family decided not to take measures. It was noted that the patient was not compliant with the prescribed coumadin and had multiple mental illnesses. The pump will not be returned for evaluation.